Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate or verify the reported issue. Physio-control downloaded and reviewed the electronic patient record. Upon review, it was verified that the customer's device powered off four times during patient use. As a precaution, physio-control replaced the device's battery pins and then completed other, unrelated repairs. After observing functional and performance testing, the device was returned to the customer for use.

Event description:
A customer contacted physio-control to report that their device had powered off multiple times during patient use. The customer used the device to treat a cardiac arrest patient. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.

Manufacturer narrative:
Physio-control further evaluated the electronic patient records and observed there were two additional unexpected power losses on the reported event date. A cause of the reported event could not be determined.

Event description:
A customer contacted physio-control to report that their device had powered off multiple times during patient use. The customer used the device to treat a cardiac arrest patient. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.